Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) felt bloated. The event occurred during fill four on the home choice (hc) and the home patient (hp) was connected. The hp stated they had gotten unrelated alarms and bypassed twice on previous drain cycles. The fill volume (fv) equaled 2327ml and the current ultra filtration (uf) equaled 1174ml. The therapy was continuous cycling peritoneal dialysis, the total volume equaled 15500ml, the fill volume (fv) equaled 3000ml, the last fill volume (lfv) equaled 1000ml, the dextrose was set to same, and the cycles equaled four. The technical service representative (tsr) had the hp manually drain 5616ml. The hc alarmed an unrelated alarm, and the drain volume (dv) equaled 6261ml. The tsr had the hp cycle power and then put the hc back to a manual drain. The dv equaled 604ml, and then the hc displayed stopped drain. The tsr had the hp put the hc in a manual drain, and the dv equaled 25ml. The hc went to stopped fill, and the total dv equaled 6890ml in the manual drain. The tsr assisted the hp to end therapy. The tsr reviewed the therapy log. The initial dv equaled 980ml, the total fv equaled 11473ml, the total dv equaled 14889ml, the total uf equaled 3428ml, the cycle three uf equaled 4410ml, the cycle two uf equaled 346ml, the cycle one uf equaled 1328ml, and there were six bypasses. The hp stated they used two red solutions bags and one green solution bag. The tsr arranged the return of the device and discussed the use of manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. The cause was determined to be an inappropriate bypass of a low drain volume (ldv) alarm not including the initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. The warning states "bypassing a low drain volume alarm can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.